Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, readings can change quickly and dramatically, and should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Reference MDR report number 2015691-2018-03644 for the vigilance ii monitor report.

Event description:
It was reported that the staff had thought the vigilance ii monitor was providing incorrect svo2 readings during patient monitoring . Upon further follow-up, the customer stated they had concluded they "had either a bad catheter or it was blocked somehow." There was no allegation of patient injury or inappropriate treatment administered. The customer has been unresponsive to attempts at obtaining the catheter model and lot number, any specific details as to how they concluded the catheter was bad and troubleshooting efforts performed, patient demographics and product return.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.